Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device was shipped in accordance with specifications. There were two types of debris observed on the device: a) debris adhered to joint between metal pipe and channel; from the shape and the position of debris it can be glue seepage when metal pipe and channel were assembled. Moreover, a piece of glue possibly fell in biopsy channel by stress of cleaning brush passing through. B) film like debris adhered inside channel; the inner wall of biopsy channel was ripped the event is likely due to reprocessing and/or handling by the user, not the device itself. The debris could be a residue of chemical solution inside biopsy channel, which was not removed by reprocessing, possibly because user deviated from the manual while performing reprocessing. However, the cause cannot be conclusively specified because the debris was not identified. The instructions for use includes the following statements: operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Reprocessing manual: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.

Manufacturer narrative:
Additional information for the device is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing it was observed that the forceps passage had debris and tears. Other incidental observations were a play on the control knob movement and distal end plastic cover had a dent and scratches.

Event description:
As reported for this event, during reprocessing debris in the channel was observed for the device. There is no reported harm to any patient.